Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this left ventricular (lv) lead was difficult to insert into the header of a competitor's device. Once inserted the lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. A second attempt was made to insert the lead but the difficulty persisted. The physician was eventually able to insert the lead but the impedance measurements remained out of range in some configurations. This patient is not pacemaker dependent and this lv lead remains in service at this time. No adverse patient effects were reported.